Event description:
The hospital reported that during the saphenous vein harvesting procedure, the patient suddenly became hypotensive. The surgeon observed a co2 embolism at the right atrium of the heart. The co2 flow was shut off and the surgeon proceeded to cannulate the right atrium to release the co2. The patient's pressure "normalized" and the vein was retrieved by an open leg technique. The surgeon did not report any device malfunction. This report is being filed, because a surgical intervention was performed.